Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the ball bearings disassembled from the provisional shim during cleaning.

Manufacturer narrative:
Visual inspection of two of the devices (lots 62229863 and 62248175) found that a ball bearing and spring were missing from both devices. Lot 62391124 was missing both ball bearings and springs. The subcomponents (ball bearing and spring) were not returned and their status remains unknown. The washing technique was unknown. This device is used for treatment. A notification was sent to the field on (B)(6) 2014 to provide clarifications relating to the cleaning techniques for tibial articular surface provisional constructs for all persona users on file at the time of the field notice. It was unknown what cleaning technique was used for this device. Therefore, the root cause is considered to be a previously addressed design issue.